Event description:
It was reported that an ilet user experienced hyperglycemia after the ilet had run out of insulin and was charging, during which the display showed three dashed lines and no glucose reading until a fingerstick value from the dexcom g7 app was entered. The user acknowledged eating without entering a meal announcement, which contributed to the elevated glucose. Symptoms included hyperglycemia peaking at 320 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction and a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.